Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not working and made a funny noise. Therefore, the reported condition was confirmed. It was further determined that device did not engage when power was applied, the electronic control unit and electronic motor were not functional, and the upper trigger was jammed. The assignable root cause was determined to be due to mechanical and electric component wear from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during the pre-testing process, it was observed that the small battery drive device would not power up when setting-up the room. It was further reported that the device was making a funny noise. There were no delays in the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.